Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The prothesis was discarded by the hospital , therfore no eaxmiantion was possible. The review of the prothesis history records and traceability shows no evidence on a device issue that may have an impact on this event . The review of the case by the product range manager , based on the recurence of this kind of issue , the probable root cause is probably related to potential excessive force applied during inserter setting causing the cross-threading of the mobi-c no touch implant holder adjustement knob to jam, and thus the implant difficulty to postion issue reported . However due to the lack of available data this hypothesis cannot be validated . If additional informations were received that add a value on this conclsuion , another report will be sent .

Event description:
Mobi-c p&f us : jammed depth stop, removed implant and fusion. A sales representative reported that implant was loaded onto the inserter and attempted to implant in patient. Depth stop got stuck and couldn¿t advance the implant into the optimal location so implant was removed and patient received a fusion instead. Another manufacturer acdf device was used to complete the surgery . No patient impact was reported . Additional information received on april 30th 2019: the patient received a fusion and is doing well. It was reported that the inserter was returned, the reporter could not provide the lot number of the inserter. The depth stop adjustement was initially set at zero. According to the reporter, the surgical technique was followed at the mobi-c loading on inserter . The disc space was under distraction. The surgeon encountered not much resistance while inserting prosthesis. And the prosthesis was inserted straight with no rotation. No per-op images are available.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to collect additional information concerning the reported event, however no answer has been received yet. Investigation is still in progress. Conclusion is not yet available. Device discarded.

Event description:
Mobi-c p&f us: jammed depth stop, removed implant and fusion. A sales representative reported that implant was loaded onto the inserter and attempted to implant in patient. Depthstop got stuck and couldn¿t advance the implant into the optimal location so implant was removed and patient received a fusion instead. Wenzel standaline acdf was used to complete the surgery. No patient impact, no delay in surgery were reported. Attempts have been made to collect additional information concerning the reported event, however no answer has been received yet.